Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2014. On (B)(6) 2018, the patient presented emergently with an aortic rupture and aneurysm growth with an indeterminate endoleak. It was also discovered at this time that the patient previously relined with a non-endologix device in 2015. The patient is being transferred to another hospital for treatment. Patient is reported as stable.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support that the patient had a reline in 2015 (reported in report #: 2031527-2018-00171) with a non-endologix device. The reported unknown endoleak is from the non-endologix device.